Event description:
Meter name: sure step enhanced, strip name: sure step strips, meter code: 11, strip code: 11, strip storage: unknown. Symptoms: felt weak and shakey, patient fell on the floor and had brusing on them. A patient reported they called paramedics and was admitted for overnight observation. Their meter allegedly was inaccurately low. The result on their meter was 20 or 30 mg/dl. The result on the paramedics' meter was unknown. The time difference between patient's meter and paramedics' meter was unknown. Treatment was IV mediation unknown. Cust unsure of when strips were opened for the first time, but knows it has been a while since patient only test once a month. No further information has been reported.